Event description:
It was reported that the pt has had a loss of therapeutic effect since sitting down too hard on a bike. He felt the leads bulge out. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
This device is being used for urinary dysfunction.